Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after filling the cartridge with 400 units. The customer's blood glucose (bg) level was over 400 mg/dl. Reportedly, the customer indicated that the bg level would be addressed with humalog insulin.